Event description:
It was reported that during a scheduled revision procedure for the related right ventricular (rv) lead, it was discovered that this right atrial (ra) lead was fractured and presented insulation damage. The lead was also noted to have had an unexpected drop in pacing impedances. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.